Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing noise. No intervention was performed and the patient was in stable condition.